Event description:
In early 2009, the patient reported that beginning in late 2008, he was in the hospital for 3 days. He stated he was diagnosed with ketoacidosis and was on an insulin drip. He stated his entire family got the flu which was how it started. No further information was given as the patient stated it was late. Repeated further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results - no product will be returned for evaluation.